Event description:
Event: septic arthritis. In 2006, a male patient underwent partial medial meniscectomy, chondroplasty and lateral retinacular release of left knee. In 2007, he received 5 injections of supartz to the left knee for five weeks on a weekly basis (lot no: 6z149n, 7b161n). He tolerated well. In 2008, he was seen in the physician's office for follow-up. He complained of recurrent left pain, so the physician noted that it is possible the patient may have recurrent tear of the meniscus on that medial side. The physician did not want to do any additional surgery on the patient at this time. At about two months later, he had 1st injection of supartz to left knee. (Lot no: 7e179n) - tolerated well. In the following week - he had 2nd injection of supartz to left knee. (Lot no: 7e179n) - tolerated well. In the next week - he had 3rd injection of supartz to left knee. (Lot no: 7e179n). In the following week - significant progressive swelling began in morning and continued through the day. He called the injecting physician because of increased pain, but the physician wasn't available. He went to the emergency treatment center at 6:00 p.m. Because of increased pain in his left knee of an intolerable nature. He had aspiration done and 80 cc of synovial fluid, which is clear, yellow, was removed. He was at the ER until 2:00 a.m. No evidence of a deep joint infection from laboratory analysis. In the next day - his fluid drawn was yellow, cloudy fluid with 10,000 wbc and 85% polymorpho nucleocytes. Gram stain with no organisms seen. No peripheral lab performed. He was seen in physician's office. He complained of painful swelling. He was requiring crutches. He was unable to weight bear on it because of the pain. There has been no fever or chills reported. Physician discontinued supartz. At about four days later - he called the physician because of increased and persistent pain with knee swelling. In the next day - he went to ER. He had aspiration done and synovial fluid was removed. His fluid drawn was yellow, cloudy fluid with 40,000 wbc. 87% polymorphonuclear site cells. Fluid glucose was 4. There were no crystals detected. White blood cells were elevated at 14.2 and there was a left shift present. He had low-grade fevers over the weekend to 101. In the next day - peripheral blood was obtained to reveal 11.1 wbc with no left shift. Esr was noted to be 79 as was the c-reactive protein that was elevated to 203 with normal up to 9. Fever=101 f. In the next day, - physician performed a left knee arthrocentesis in his office under usual sterile technique. 50cc fluid was obtained with poor-string sign. Fluid appeared to be purulent in nature with poor string time and cloudy, whitish yellow appearance. A sequential diagnostic arthroscopic examination revealed hypertrophic synovitis throughout. At about one week later, he was seen by physician for follow-ups for about six weeks of about two weeks and one week interval. He was using crutches. He received intravenous antibiotics. At about two months later, the physician saw him. He had made significant improvements. There is no information that the physician considered the event was serious and related to supartz.

Manufacturer narrative:
This case is considered as medically important event. We are now investigating this case.